Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the pacemaker exhibited over-sensing, which resulted in pacing inhibition. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.